Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2018, the patient presented with perforated concealed aneurysm within the descending thoracic aorta that was treated in an emergency procedure with a gore® tag® conformable thoracic stent graft with active control system (tgm). On (B)(6) 2018, a systemic infection (sepsis) of the device realized and a tracheoesophageal fistula identified. It was stated that the patient had a pre-existing pneumonia infection. The patient was converted to open surgery on (B)(6) 2018 and a homograft was successfully implanted. The patient tolerated the procedure.

Manufacturer narrative:
Medwatch # 2017233-2018-00471 was sent in error. As the reported device is not commercially available in the us, it was determined that this event is not reportable to the FDA and therefore the medwatch will be retracted.